Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery due to bone erosion and instability on an unknown date. However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02403; 0001825034-2022-02404; 0001825034-2022-02406. Medical products: item#: 113952, sm hybrid glenoid base 4mm; lot#: 539300; item#: 113048, versa-dial 46x27x46 hum head; lot#: 572420; item#: 118001, versa-dial/comp ti std taper; lot#: 057540; item#: 113653, comp primary stem 13mm std; lot#: 987670. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02403-1, 0001825034-2022-02404-1. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.